Manufacturer narrative:
X-ray review: l5-s1, tlif films provided. Post-op x-ray, unclear if this is pre or post revision. Hardware failure appears to be present in these x-rays. There is a interbody graft with a paucity of bone growth on the x-ray. Unknown time from implant l5-s1. Spondylolisthesis is present. Root cause: indeterminate.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
Pre-operative diagnosis: l5/s1 spondylolisthesis procedure: spondylolisthesis reduction correction,with a mis tlif approach. Levels implanted: l5-s1 it was reported that the patient was treated for a spondylolisthesis and during post-operative period he had a clicking sensation in his back. The patient underwent revision surgery, both s1 screws were replaced. It was identified that the left s1 screw had fractured, between the screw thread towards the tulip head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.